Event description:
Customer's daughter reported that on (B)(6) 2012 at 4:30 pm customer was laying down and began to feel "dizzy", but when she attempted to test her adc blood glucose meter displayed a blank screen. Caller further reported the meter would not turn on when the button was pressed or with test strip insertion. Caller further reported the customer subsequently experienced a loss of consciousness. No third-party medical intervention was required. Customer's daughter gave customer a glucose tablet. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.